Manufacturer narrative:
Investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter broke from the hub in the packaging. The following information was provided by the initial reporter: "customer opened catheter from package, upon taking off the safety cap the catheter was already free from the hub leaving just the needle/exposed sharp."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter broke from the hub in the packaging. The following information was provided by the initial reporter: "customer opened catheter from package, upon taking off the safety cap the catheter was already free from the hub leaving just the needle/exposed sharp."